Event description:
It was reported that the patient had an unknown controller exchange as per the log file review and a review of the patient history.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an unknown controller exchange was confirmed via log file analysis. A review of the submitted log files contained data spanning approximately 16 days (30may2022 ¿ 13mar2023 per the timestamp). The driveline was disconnected on 31may2022 at 10:21:38. All of the captured data appeared to show the system controller operating as intended prior to the driveline disconnect. It is unknown as to why the controller was exchanged. The heartmate 3 system controller (s/n: (B)(6)) was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate 3 patient handbook, rev. D, section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use, rev. C, section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including driveline disconnect alarms, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use, rev. C, section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook, rev. D, section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. No further information was provided. The manufacturer is closing the file on this event.